Manufacturer narrative:
H10: the removed bezel assembly was returned to the product investigation lab (pil). The pil technician installed the bezel assembly into a pil ventilator to duplicate the reported issue. Visual inspection of the bezel assembly revealed no evidence of damage or contamination. The bezel assembly was tested, the failure was confirmed that there was no response. The navigation ring did not operate at all. Pil found that the reason for the failure is due to a faulty navigation ring that is adhered to the bezel. The pil tech verified that the nav ring issue is due to the portion of the navigation ring that is fitted into the bezel itself.

Event description:
Philips received a complaint by the customer on the v60, indicating that numerical values (parameter input values) were changing on the setting change screen and an me failed to set them, had nav-ring failure. It happened during pre-use checking in the me room. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the navigation ring was unresponsive. It can be considered that the reported issue was caused by a failure in the navigation ring. The pse replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.

Manufacturer narrative:
Initial reporter name and address:: reporting address state: (B)(6). Reporting address postal:(B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).